Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The serial/lot number was unknown. Correction: device code: it was inadvertently documented on the initial report that the device was not returned for investigation. Both fields have been updated to reflect that the device was returned and evaluated. Device evaluation: the complaint device was received and evaluated at the service and repair center. Per service manual, operational and diagnostic analysis confirmed the reported issue of wireless foot pedals not working. Therefore, this complaint can be confirmed. This is due to the transmitter pcb, and replacement of the transmitter pcb would correct this. However, there are broken inserts on the housing of the unit, and repair would require replacement of the housing. Since the housing cannot be replaced, this unit is deemed unrepairable. No further testing or repairs on the unit will be conducted, and the unit will be placed into long term hold so that it can be scrapped. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary :the complaint device was received and evaluated at the service and repair center. Operational and diagnostic analysis confirmed the reported issue of wireless foot pedals not working. Therefore, this complaint can be confirmed. This is due to the transmitter pcb, and replacement of the transmitter pcb would correct this. However, there are broken inserts on the housing of the unit, and repair would require replacement of the housing. Since the housing cannot be replaced, this unit is deemed unrepairable. No further testing or repairs on the unit will be conducted, and the unit will be placed into long term hold so that it can be scrapped. Furthermore, no lot numbers were provided which precludes conducting a manufacturing record evaluation. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The serial/lot number was unknown. (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported by the sales-rep via cst tool that during internal service activities such as calibration it was found that the foot pedals of two the vapr vue wireless footswitches are not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.